Manufacturer narrative:
The device is not available for evaluation as it still implanted. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "this patient is scheduled for a revision and would like to know if any of his implants are a part of product recall. The revision is not yet scheduled. The patient has already received his operative notes and is waiting on his implant sheet."